Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device heated up to (B)(4) degrees fahrenheit which is greater than manufacturers' specification. The recommended manufacturer specifications are less than or equal to (B)(4) degrees fahrenheit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the bearing sleeve device was heating up. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device returned to manufacturer was documented as may 19, 2016 on the initial report. It has been updated as may 16, 2016. The date of manufacture was incorrectly reported as jun 20, 2015 in the initial medwatch, it has been updated to may 20, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.